Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving bupivacaine (20 mg/ml at 5 mg/day), clonidine (30 mg/ml at 7.5 mg/day), morphine (64 mg/ml at 16 mg/day), and baclofen (200 mcg/ml at 50 mcg/day) via an implantable pump for non-malignant pain, failed back surgery syndrome, and spinal pain. It was reported that the patient was having a routine pump replacement and they incidentally found a severed catheter on the pump segment. The catheter was revised and a 8596sc was used.

Manufacturer narrative:
Concomitant medical products: product ID: 8731sc; serial#: (B)(4); implanted: (B)(6) 2008; product type: catheter. Other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(4), ubd: 08-apr-2010, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.